Event description:
During a breast reduction, the performance of plasmablade 4.0 diminished. Surgeon experienced weak coag and cut function. A second d evice was opened and similar results were experienced.

Event description:
During a breast reduction, the performance of plasmablade 4.0 diminished. Surgeon experienced weak coag and cut function. A second d evice was opened and similar results were experienced.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Wiring for single sense transformer t9 on rf board was found to be backwards and will be corrected but this did not affect system pe rformance. Error log: 3 e3 (patient return electrode has poor connection), 5 e7 or e8 (voltage interlock error or generator overcurrent). E3 is considered a normal use error and e7 and e8 addressed via replacement of the 470uf capacitors on dc power supply pcba with 4.7uf capacitors. Error log did not contain a record of the e5 (device is expired message). Root cause: there were no e5 errors (device is expired) in the error log. However, software version 3.9 has a known issue where the timestamp can be written incorrectly into the handpiece such that if the handpiece is unplugged and plugged back in a false-positive for e8 can mistakenly be generated. Unit performs as intended and upgrades will address known issues. (B)(4).

Manufacturer narrative:
(B)(4).